Event description:
It was reported that the patient developed a skin infection at the pod¿s insertion site (abdomen) while wearing the device between 36 and 48 hours. Patient reported experiencing pain and redness at the infusion site. The patient later went to a walk-in clinic on (B)(6) 2025, due to experiencing elevated blood glucose levels reaching 600 mg/dl and continued discomfort around the infusion site. According to the patient, she was prescribed antibiotics but was not given a diagnosis while at the walk-in clinic. The patient was in the walk-in clinic for a few hours. The patient later consulted with her doctor on (B)(6) 2025. Reportedly, the doctor did not give a diagnosis but recommended ultrasound and surgery to drain the site to which the patient declined care due to the site already started to drain. The patient reportedly was still taking antibiotics at the time of call and hoping to improve. Patient mentioned if there is no improvement that she will seek additional medical attention if appropriate.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.